Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse identified that the system was not able to turn on because one of the modules was not getting any power. The fse did voltage checks and found issue with the pdu fan tray. To resolve the reported issue, the customer ordered the pdu fan tray and replaced it on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.